Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event. The patient was treated with intravenous vancomycin (dose and dates not known). Pd therapy continued during hospitalization. One week after being admitted to the hospital, the patient was discharged. On an unknown date, the patient recovered from the peritonitis. On and unreported date, the patient was re-trained in proper aseptic technique. It was not reported whether dianeal therapy was ongoing after the patient was discharged from the hospital. No additional information is available at this time. This is report 1 of 4 involved in this event.